Manufacturer narrative:
Concomitant products: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy, but they were working with the physician or manufacturing representative.

Event description:
It was reported that the patient was in a car accident on (B)(6) 2014 and the lead broke. It was noted the manufacturer¿s representative (rep) had been at an appointment to check her device, but the patient did not say if that appointment was before or after the accident. Information received from the rep. Reported that he did not recognize the patient¿s name and had no record of the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.